Event description:
A home patient's relative contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of her automated pertioneal dialysis therapy. Per initial report, moisture was discovered from a supply bag and the bag was respiked. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.